Manufacturer narrative:
The autopulse li-ion battery (sn (B)(4)) involved in the reported complaint will not be returned for evaluation because the customer has disposed it. Therefore physical investigation could not be performed and the root cause could not be determined.

Event description:
During shift check, the autopulse li-ion battery (sn (B)(4)) was fully charged by the autopulse multi-chemistry charger(mcc); however the battery will not power up an autopulse platform. The battery will not be returned and will be disposed by the customer. The autopulse platform was tested with different autopulse li-ion battery and no issues were observed. No patient involvement.